Event description:
It was reported that during a coronary artery stenting procedure while the physician was trying to cross the lesion, stent damage occured. The lesion being treated was located in the mid left anterior descending (mid lad) artery. The lesion was 90% stenosed, severly calcified and severly tortious. The physician predilated the lesion with a 12 x 2.25mm maverick. While the physician was attempting to place a 2.75x20mm taxus liberte stent difficulty was incountered. The physician removed the stent and stent damaged was observed. The stent strut was partially crushed due to the lesion so the physician removed it out of patient and then completed the procedure with another of the same. The patient was listed in "good" condition.

Manufacturer narrative:
A review of the top assembly device history for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit found damage to the distal edge of the stent. Rows 1 to 5 were misaligned. The damaged section was measured with a snap gauge, to have an approximate diameter of 1.68mm, which was measured to be 0.53mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, operational context would be the most probable root cause. A complaint with a most probable root cause of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.